Event description:
It was reported that the 9800 system had intermittent problems with driving the vertical lift column up and down. No report of patient injury.

Manufacturer narrative:
A full investigation of the reported issue is expected. A follow up report will be filed when additional details become available.